Event description:
It was reported that the patient had recent episodes of blurred double vision. Their log files were reviewed and found no unusual events.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D6a: implant date corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported episodes of blurred/double vision could not be conclusively determined through this evaluation. Review of the submitted controller event log file captured no notable events or alarms. The pump appeared to be operating as intended at the stored patient speed. No further events regarding heartmate 3 lvas, serial number (B)(6) , have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the blurred vision was not identified, but the event self-resolved and was not considered to be device related. The patient was referred to a neuro-ophthalmologist. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-040309, and the reported episodes of blurred/double vision could not be conclusively determined through this evaluation. Review of the submitted controller event log file captured no notable events or alarms. The pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.